Event description:
Family member of home patient called the baxter technical service to report the heater bag would not refill with solution during apd therapy on the homechoice pro machine. Family member reports that the machine had just been reprogrammed. The last bag of dextrose is different, so the solution connected to the last bag line would not replenish the heater bag until last fill. Family member reports that they unspiked the heater bag and spiked a new bag onto already used heater line. The baxter technician instructed family member to discontinue treatment with current set up. The patient completed therapy manually. Family member reports no patient injury or medical intervention as a result of incident.